Event description:
It was reported that the patient presented to the emergency room with symptomatic tachycardia. The patient was cardioverted successfully. Upon interrogation it was determined that the tachycardia was atrial in nature. The cardiac resynchronization therapy defibrillator (crt-d) was found to be at recommended replacement time (rrt) after only two years. The device did not meet longevity expectations. It was noted that there had been some programming changes seven months prior in which the outputs were set to high amplitude, and there was also a history of therapeutic charges. It was also reported that there was a complete loss of atrial sensing and no atrial pacing capture on the right atrial (ra) lead. There was no cardiac resynchronization therapy/ventricular pacing due to atrial undersensing, and the device was seeing r waves as premature ventricular contractions. There was also low pacing impedance on the ra lead, and noise on the ra electrogram. It was noted that there was a change in ra lead function after a coronary artery bypass graft seven months prior. In addition, there was no capture on the left ventricular (lv) lead. The lv lead showed previous insulation damage that had been significantly repaired. The device was reprogrammed to ventricular pacing and the device, ra lead, and lv lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334trg, ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the inner and outer insulation of the lead were extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Unable to confirm high thresholds or loss of capture.